Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse found 311 errors on master supervisory controller, verified in logs and with power cycle. Fse reprogrammed the console to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 311 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state.

Event description:
It was reported that prior to starting a da vinci assisted hysterectomy-benign surgical procedure, the console displayed error 311 at startup. The procedure was aborted with no report of patient involvement.